Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Investigation - evaluation a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the basket formation was returned severed from the coil assembly and the coil assembly had been stretched out, kinked, and twisted. Functional testing was performed and concluded it appears the device met resistance beyond its intended design. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device master record observed two non-conformances that may be related to this incident in that two devices failed the tensile test. This test is performed on 100% of devices so there is not sufficient evidence to suggest that nonconforming product made it into the field. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during a ureteroscopy when extracting the stone two different baskets broke. This complaint is filed under medwatch 1820334-2017-00002 and the second basket is filed under medwatch 1820334-2017-00001. A third device was used to retrieve the piece that was still in the patient¿s ureter with ¿no damage being caused to the patient.¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.